Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6), 2022. During the procedure, the physician tried to deploy the band across the varices but after a 180-degree rotation of the handle, the band did not deploy. It was noticed that it overlapped with the other bands in the ligator. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address 2: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2022. During the procedure, the physician tried to deploy the band across the varices but after a 180-degree rotation of the handle, the band did not deploy. It was noticed that it overlapped with the other bands in the ligator. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 2): 100 feet road near vadapalani metro station . Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the bands in the returned ligator head were moved from their position, overlapped, and broken. The ligator head teeth were bent/damaged. The returned handle was in good condition. The slot of the handle had marks of the trip wire being secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands in the ligator head were moved and overlapped and broken. These suggest that the device could not deploy. It is possible that procedural or anatomical factors encountered during procedure could have affected the overall performance of the device. Procedural factors could have led to the bent/damaged teeth and the inability of the bands to deployed. Once the teeth from the ligator head got damaged by procedural factors, this could have affected in some way the knots that hold the suture, making the bands overlapped, moved from their position and breaking one of them while being deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.